Manufacturer narrative:
On (B)(6) 2019, the autopulse platform (serial # (B)(4)) displayed user advisory - ua17 (motor on for too long during active operation) error message during preventive maintenance (pm) at zoll japan. The investigation findings revealed that the drive train motor's brake gap was out of specification and the gap could not be adjusted to manufacturing specification. The autopulse platform was sent to zoll (B)(4) for further analysis. On may 03, 2019, the autopulse platform (serial # (B)(4)) was evaluated at zoll (B)(4) and during functional testing, the platform displayed ua16 (timeout moving to take-up position) error message upon powering on. Ua17 was not replicated during functional testing. The investigation findings revealed that the platform did not achieve the target depth for take-up within the specified time (~5 secs). The brake gap was slipping and causing the drive train motor to seized and unable to rotate. Therefore, the root cause of ua16 and ua17 was due to a defective drive train motor. Unrelated to ua16 and ua17 error messages, broken patient head restraint wires and a damaged load plate cover were observed during visual inspections. These types of physical damages on the ap platform may likely attributed to user mishandling. To remedy the broken patient head restraint wires and damaged load plate cover, the top cover was replaced. Also, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance as a result of a sticky clutch plate. Deburring was performed to remedy the faulty encoder drive shaft. The initial functional testing of the ap platform could not be performed due to ua16 displayed upon powering on. To remedy the ua16 (timeout moving to take-up position), the defective drive train motor was replaced. After parts replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse was returned for preventive maintenance but on (B)(6) 2019, the functional test failed. The autopulse platform (serial # (B)(4)) displayed user advisory - ua17 (motor on for too long during active operation) error message.